Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1047760 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1047760 and test base part number 190-430 / lot 1047760.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1047760 showed that the complaint rate is (B)(4). . In conclusion, the manufacturing batch record review revealed that the product met acceptance criteria for release. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible root cause is cross contamination. A review of complaints against the kit lot for the reported issue indicates product performance is as expected and a product deficiency has not been identified. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.

Event description:
The customer reported (6) six false positive results with the ID now covid-19 assay performed on a nasal kitted swab. This MFR. Report addresses patients 3 of 6. The customer reported (1) one false positive with the ID now covid-19 assay performed on direct tested kitted nasal sample swab generated a positive result. The customer reported pcr confirmation testing was performed using on a new sample using the ditherix labs and confirmed (1) patient was negative. No confirmation testing results were provided for the other (5) patients at this time. The customer reported that the patient was not symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report:1221359-2021-03956 thru 1221359-2021-03961 all reports related to this event.